Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked and the device could not be unlocked after the user sat on it, and the user reverted to manual insulin injections while continuing dexcom cgm use. Symptoms included no reported adverse clinical effects and no alarms. Outcomes included a replacement device provided and instructions given to sync data, shut down the device, and return the original using the provided label. Investigation included customer interview, review of device function as described by the user, and assessment of probable external damage. Investigation of this case revealed physical damage to the display consistent with user-induced impact, with no evidence of device malfunction and no blood glucose impact reported. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.